Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer stated that insulin could not be filled in the tubing. The customer tried it with several reservoirs. The customer used another package and no problem occurred.